Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving an unknown medication via an implantable pump. It was reported that on (B)(6) 2020 the patient had an infection at the pump pocket site. The wound opened up and was draining pus. No contributing factors were provided. No diagnostics were provided. No interventions had been taken at the time of the report, (B)(6) 2020, however the patient was to be scheduled soon for an explant. Therefore, the issue was still unresolved. The patient's status was provided as alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported pump explant was being planned and the date was pending. The infection has not been resolved.